Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Batch # r93167. Device analysis: the analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. No functional test could be performed due to the condition of the returned device. The instrument was disassembled, 6 clips were found inside clip track. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device would not clamp down and deployed multiple clips. It is unknown how the case was completed. There were no patient consequences reported.